Event description:
The distributor reported a screw backed out following a mini-sternotomy. The surgeon is not removing the screw at this time.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The product remains in the patient's anatomy and the surgeon has no plan to remove the screw at this time. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.